Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reports that the impedance is drastically changing with each measurement going from normal in the 500s to above 3000 ohms. The chest x-ray is normal however the representative reports that noise is present when the palms are pressed together. The ventricular lead impedance is also fluctuating between 500s to less then 200 ohms. The lead remains implanted.